Event description:
It was reported that following a biopsy procedure a portion of a tissue marker device broke off in the pt's breast during deployment. Based on the biopsy results, the pt has been scheduled for a mastectomy and the broken piece will be removed at this time. No other follow-up procedures were reported.